Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported to baxter (B)(4) that there was a minicap with the betadin sponge out. It was identified prior to product use. There was no patient involvement, patient injury, or adverse event reported by the customer.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of all batch record documents was performed, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.